Manufacturer narrative:
To follow up #1 - product problem should have been checked. What type: additional information should have been checked. To follow up #2 - conclusion codes: (B)(4) should have been provided. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. Device history records showed the product order was released without any non-conformances or deviations. All processes were within specifications. There were no process and/or material changes to the order. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an zmb00 intraocular lens was explanted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
In follow up it was learned that the reason the intraocular lens was explanted was because it was noted to be torn while inserting into the patient's eye. (B)(4). All pertinent information available to the manufacturer has been submitted.